Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit.

Event description:
A report was received that the patient was experiencing wound dehiscence at the ipg site with an unknown cause. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing wound dehiscence at the ipg site with an unknown cause. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing wound dehiscence at the ipg site with an unknown cause. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to the initial MDR in field.

Event description:
A report was received that the patient was experiencing wound dehiscence at the ipg site withn an unknown cause. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing wound dehiscence at the ipg site with an unknown cause. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing wound dehiscence at the ipg site with an unknown cause. The patient will undergo a revision procedure.